Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer¿s blood glucose level at the time of incident was 45 mg/dl to 50 mg/dl and the current blood glucose level was 350 mg/dl. The customer declined troubleshooting for high blood glucose level. The customer was treated with manual injection for high blood glucose level and glucose and food for low blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose level. Customer stated that the drive support cap appears normal. Customer reported insulin does not allege was over delivering. Customer experienced multiple blood glucose level such as 450 mg/dl and 500 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test.